Event description:
It was reported that the left ventricle (lv) lead ((B)(4)) had a loss of capture. The lv lead was removed and a new lv lead ((B)(4)) implant was attempted. During the implant attempt, a competitor guidewire got stuck in the new lv lead. The lead was not used and the chronic lv lead ((B)(4)) was reused. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the guideware was stuck in the lead. It was noted that all conductors were distorted, all of the conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was pulled apart due to overstress, the lead appeared to have been damaged at implant and the lead was stretched. It was apparent that when attempting to pull back the guidewire, it's coating became ensnared with the distal conductor. This caused a distortion of the filars.